Event description:
It was reported that the patient expired on (B)(6) 2011. During lead placement it was observed on fluoroscopy that the helix was not turning. Another lead was used. While the pocket was being closed it was noted that there was a significant drop in the patient's blood pressure and it was suspected that the airway was occluded. The patient's blood pressure was not recovering back to normal range. An anesthesiologist was called in. Chest compressions and paracentesis were performed and a chest tube was implanted. A perforation of cardiac tissue was suspected.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.